Manufacturer narrative:
Concomitant medical products: ddbc3d1; ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for oversensing, numerous non-sustained ventricular tachycardia and high rate non-sustained episodes episodes, and high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.